Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessels were moderately calcified and moderately tortuous. It was reported that upon the final angiogram at the end of the case, a proximal type I endoleak was evident. The physician elected to implant another MFR's stent, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Intervention required - evaluation results: endoleak, moderately calcified and moderately tortuous vessels.